Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: the alleged false negative result occurred on alere hcg cassette lot number hcg9112052 with patient sample, serum hcg positive at around 120 u/l. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. The batch record of hcg9112052 was reviewed, the quality control release data met release specification; no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process; the working concentration used in the key components met manufacturing criteria. The retain product investigation was performed on lot hcg9112052. All retained devices showed expected positive results. False negative results were not observed. From the investigation, customer reported issue was not replicated. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported that on (B)(6) 2020 the patient was tested on the alere hcg cassette and received a false negative result (lot number hcg9112052). Patient sample sent to lab for confirmatory testing - serum hcg in a heparin tube performed at a lab with positive result at around 120 u/l on a roche cobas 8000. Patient had an ectopic pregnancy. Although requested, no further information was provided.